Event description:
(B)(6) clinical study. It was reported that during a coronary stenting treatment procedure stent under expansion occurred. The target lesion was located in the right posterolateral descending artery with 70% stenosis and was 16 mm long with a reference vessel diameter of 4 mm. The lesion was treated with direct stent placement using a 4.00 x 24 mm taxus liberte stent. The stent was deployed at 18 atms making the diameter to 4.5 mm, which resulted in some stent under-expansion. This was treated using a 4 x 20 mm non-compliant balloon by placing it inside the stent and further pushing it to the wall. The subject was discharged the following day on aspirin and prasugrel.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)